Manufacturer narrative:
(B)(4). The returned device was visually inspected and a metal exposed was observed at catheter tip. During an x-ray analysis it was determined that the metal observed was the t-bar which slid down applied stress to the section and crossed the catheter lumen. Due to the t-bar being out of place, a deflection test failed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint regarding a deflection issue has been verified. Based on available analysis results, complaint appears to be caused by internal bwi processes; specifically during manufacturing process therefore an internal corrective action has been opened to further address this issue.

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a deflection issue occurred. In the middle of the procedure, the f curve deflection failed. A replacement catheter was used to continue the procedure. The procedure was completed successfully with no patient consequence. This event was originally assessed as not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. The catheter was returned to biosense webster failure analysis lab for analysis. During investigation, it was discovered that metal was exposed at catheter tip. This event was then reassessed as MDR reportable because of the potential patient risk due to the exposed metal. The awareness date has been reset to the date of the reportable finding, (B)(6) 2016.